Event description:
It was reported that pump experienced malfunction while caller was changing supplies after earlier occlusion issue, with malfunction code displayed and identified as resettable. There was no adverse impact to the customer¿s blood glucose level. Customer worked with technical support to reset pump using provided instructions, malfunction did not recur after reset, customer was advised to continue using pump and to call back if malfunction appeared again, and no additional outcome information was provided.